Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line); which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) assisted with troubleshooting the alarm. The tsr explained the alarms. The home patient (hp) stated they went into initial drain before they connected and then they connected after the alarm. The tsr explained to the hp to discard all supplies and report the alarm to their peritoneal dialysis registered nurse (pd rn). The hp was told to finish therapy with manual supplies. Baxter product surveillance contacted the hp on (B)(6) 2012 the regarding reported problem. The hp stated they didn't do a manual exchange; they just resetup with new supplies. They stated there were no problems with the supplies. The hp stated they caused the alarm when they got ahead of themselves. The hp stated that they have not had any problems since, and has been cautious about therapy steps. The hp stated that they will be going to the clinic today so they will talk to their nurse about the alarm to make sure everything is okay. The hp stated therapy overall has been going very well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, a batch review will not be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported pressing go prior to connecting himself, which is a use error that can cause system error 2240 alarms. The hp stated they got into initial drain before they connected and then they connected after the alarm. The label review found the patient at home guide to be adequate for the use error in this incident. This issue is being investigated through CAPA.